Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): air in line - not visible and unresolved. Product complaint(s) being reported: IV tubing. Seriousness of incident: potential for death or serious deterioration in state of health. Impact to patient: emotional distress, interruptions to clinical care due to time required to resolve alarms, risk for infection / introduction of contaminants, vital signs compromised. Action(s) taken repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid milrinone and dobutamine. IV rate 3.6ml\hr. Alarm events air in line - not visible and unresolved. Other product problem air alarms.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.